Event description:
The customer reported that the 840 ventilator stopped cycling. No patient involvement. Covidien technical support engineer (tse) recommended to have the inspiratory electronics pcb be replaced. Covidien was not authorized to evaluate the device.